Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead had experienced a syncopal episode. It was found the lead had caused a perforation. The lead was explanted and replaced with another manufacturer's lead. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.